Event description:
It was reported that this tachy lead was not successfully implanted due to product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported.